Event description:
It was reported after selecting the load option the pump took the customer to "resume insulin" screen. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level. At the time of the call with tandem technical support the customers pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.